Event description:
It was reported that during procedure, the polaris ultra ureteral stent had difficulty advancing while being inserted and was found to be in a bellow shape. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device codes a040601 and a150205 captures the reportable event of stent buckled material and difficult to advance, inside the patient.

Manufacturer narrative:
Imdrf device codes a040601 captures the reportable event of stent buckled material inside the patient. The returned polaris ultra was analyzed, and a visual evaluation noted that during the inspection it was found that the bladder coil became buckled. Additionally, the suture and positioner did not return. A functional inspection was performed, the mandrel 0.039" was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event was confirmed. Regarding the analysis performed on the returned device, evidence that the bladder coil buckled. It is possible to conclude that this problem could be caused by operational factors, the interaction of the device between the positioner and the guide wire while the device was pushing up, such as excess force applied over the device during the procedure could have contributed to the problem consistently leading to the device being buckled and evidence of difficulty to advance even though it passed the functional test. Therefore, the most probable cause is adverse event related to the procedure. Correction to block h6 in additional MFR. Narrative.

Event description:
It was reported that during procedure, the polaris ultra ureteral stent had difficulty advancing while being inserted and was found to be in a bellow shape. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.